Event description:
It was reported that a spectrum pump alarmed upstream occlusion during preparation/ testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an upstream occlusion alarm occurred. A review of the event history log revealed 'upstream occlusion' messages. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. Evaluation observed and found testing the pump at the flow rate of 400 ml/hour for 15 minutes that the issue occurred even if there was no occlusion. The reported condition was verified. The cause of the condition was determined to be the upstream sensor which failed the attempted calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.